Manufacturer narrative:
B3 date of event: 01/01/2026 used as approximate date of event as actual date is unknown.

Event description:
It was reported via literature that the burr was stuck in the lesion. A rotablator was selected for treatment of the target lesion. During a procedure, a burr became stuck in the target lesion. The stuck burr was able to be resolved percutaneously. It was also reported that a burr could not cross the target lesion.